Event description:
This complaint is now reportable based on the analysis completed on 6/8/2006. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 75% stenosed lesion was located in the non tortuous, non calcified circumflex artery. While inserting the taxus liberte' 2.25x16mm drug eluting stent into the guide catheter, the hypotube shaft broke, outside the patient. No patient injuries or complications were reported. However, the returned product analysis confirmed that a shaft fracture occurred. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Initial visual examination of the device noted that it was returned in two parts as a result of a break in the hypotube. Device analysis confirmed the complaint reported. Visual and microscopic examination of the device revealed that the hypotube had broken approximately 53.7 centimeters distal from the strain relief. The device appeared to have been kinked at the break point. The hypotube may have broken due to excessive force having been applied to the device through some form of restriction. No other issues were noted with the profiles of the returned device that could possibly contribute to a possible restriction occurring. It is noted that the actual guide catheter was not returned with this device for analysis. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the complaint reported cannot be determined.